Event description:
Customer called to report that the insulin pump has an unresponsive keypad and blank screen. Customer reported that the insulin pump alarmed button error. Customer's blood glucose reading was 45 mg/dl. Advised discontinuation of the insulin pump. Product is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was intermittent button response due to moisture damage on the keypad traces. No button error alarm noted. The insulin pump was monitored for several days with no blank display anomaly noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump has cracked case at the display window corner, battery tube, belt clip slot and minor scratched display window.